Event description:
It was reported to boston scientific corporation in 2009, a wallstent biliary rx permalume was used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure on the saem day. According to the complainant, during the procedure, the stent catheter would not advance past the stricture. The lesion was not pre-dilated prior to attempted stent placement. The procedure was aborted. The patient was referred to another facility. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.